Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying the "main menu" instead of "apply sample." The complaint was classified based on the conversation the customer care advocate (cca) had with the patient, since the medical affairs specialist (mas) was unable to reach the patient by phone. The patient reported that the alleged issue started on the last week of the previous month. Despite the issue, the patient mentioned that she continued to take her usual daily dose of glucophage (1000mg, 2x/day). On an unspecified date/time, after the alleged issue began, the patient claimed she had to go to bed because she was dizzy and had blurred vision. On four days prior to original date, the patient went to see her doctor. The patient reported that her blood glucose was tested on her doctor's meter and they obtained a reading of "427 mg/dl." The patient stated that her doctor advised her to take 1500mg of glucophage instead of the 1000mg. At the time of troubleshooting, the cca discovered that the patient was manually powering the subject meter on. The issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.